Manufacturer narrative:
Additional information: on (B)(6) 2019, mentor became aware that during the explantation procedure, it was discovered the patient also experienced rupture on the left side. Reason for device explant and/or reoperation: capsular contracture and rupture. This report is for the patient's left-sided device. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 12/20/2019, the photo investigation was completed: photo investigation summary: upon visual inspection of the picture, it was observed to be ruptured. The photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm any failure. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. An investigation of evidence provided was performed, and mentor could not uncover any device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process, complaint trends for mentor devices will continue to be monitored by quality assurance. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent primary breast augmentation with 400cc mentor memorygel breast implants and experienced baker grade IV capsular contracture on the left side and device migration on the right side post-operational. As a result, the patient is scheduled to undergo bilateral device removal on (B)(6) 2019. This report is for the patient's left-sided device.